Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. The devices were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or visual evaluations could be conducted. The DHR could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For this part (73-1952) in the previous one year (from the notification date), the full complaints history was reviewed and there is a complaint rate of (B)(4). Because this overall complaint rate is already below the occurrence rate of this failure mode, no further review is necessary. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00286, 0001032347-2020-00287. Medical products: sternalock blu system plate, 8 hole straight, part# 73-1952, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 14mm, part# 73-2414, lot# ni.

Event description:
It was reported the patient underwent a sternal revision due to bleeding. The existing sternal closure plates and screws were removed and replaced with new sternal closure plates and screws. The patient is supported on ECMO. No additional patient consequences have been reported.